Event description:
Account alleged that the head would not raise.

Manufacturer narrative:
Technician found when head up was activated, the knees would raise but the head would not raise. Technician cleaned out head up solenoid; head up in good working condition.